Manufacturer narrative:
(B)(4). Lot number & device manufacture date: lot number: manufacturing date: quantity affected: 2100115564, 12/05/2016, 1, 2100144986, 02/01/2017, 1, 2100152677, 02/13/2017, 1. The complaint rt265 infant dual heated evaqua2 breathing circuits were not returned to fisher & paykel healthcare (fph) for investigation. Attempts were made to obtain the complaint devices or additional information regarding the reported fault; however, no response was received from the hospital. Without the complaint devices or additional information from the hospital, we were unable to determine if they had a malfunction that could have caused or contributed to the reported event, or identify the root cause of the reported fault. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the swivel wye of an rt265 infant dual heated evaqua2 breathing circuit was discovered cracked during use on a patient, causing pressure drop. The crack was also observed on two other rt265 infant dual heated evaqua2 breathing circuits. No patient harm was reported.

Manufacturer narrative:
(B)(4). Lot number & device manufacture date lot number: manufacturing date : quantity affected: 2100115564, 12/05/2016, 1. 2100144986, 02/01/2017, 1. 2100152677, 02/13/2017, 1. We are currently in the process of obtaining the complaint rt265 infant dual heated evaqua2 breathing circuits from the hospital for investigation to determine if they had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the swivel wye of an rt265 infant dual heated evaqua2 breathing circuit was discovered cracked during use on a patient, causing pressure drop. The crack was also observed on two other rt265 infant dual heated evaqua2 breathing circuits. No patient harm was reported.